Event description:
The alarm notified the caregiver that an action was required upon completion of the infusion. No further details about the event are available. Should additional pertinent information about the reported event become available, a follow-up report will be filed.